Manufacturer narrative:
Visual inspection of the returned wands show minimal electrode wear with signs of activation for a short time and no manufacturing abnormalities were observed. The wands were tested using a compatible coblator ii controller and when activated in saline solution at default and max settings, they performed as intended. Steam was present when removing the wands from the saline solution. The suction and saline lines were tested and both performed as intended. Functional testing determined that there is no electrical disturbance related to the wands. Functional testing concluded that the returned wands performed as intended; therefore, a root cause for the alleged deficiency cannot be determined with confidence. As detailed in the IFU, plasma wands will produce steam when not appropriately immersed and give the user the perception that it is smoking. This occurs when the wand is activated outside of a conductive media and is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. There are no indications that would suggest the wands did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy procedure, using a procise xp wand, the surgeon alleged that the wand was smoking more then he anticipated. Another identical wand was opened, however this yielded the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.